Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and intussusception ("intussusception") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue, bladder disorder, urinary tract disorder, migraine and headache. Concurrent conditions included obesity. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain-joint pain/hips/wrists") and muscular weakness ("muscle weakness"). In january 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection type urinary tract"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and vision blurred ("blurry vision"). In (B)(6) 2017, the patient experienced fatigue ("debilitating fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced nausea ("nausea") and intussusception (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("abdominal bloating"), dysmenorrhoea ("painful menstruation"), back pain ("back pain/lower back pain"), dyspareunia ("painful sexual intercourse"), menorrhagia ("heavy menstrual bleeding"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, back pain, migraine, nausea and pain in extremity had resolved and the abdominal distension, fatigue, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, headache, intussusception, vaginal discharge, vision blurred, weight increased, arthralgia, muscular weakness and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, intussusception, menorrhagia, migraine, muscular weakness, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: essure was in correct place on (B)(6) 2016 computerised tomogram abdomen revealed, small right ovarian cyst measures 2.1 cm. Normal appendix .no acute findings within the abdomen or pelvis most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received. Events: abnormal bleeding (general),heavy menstrual bleeding, infection type: urinary tract, psychological or psychiatric problems condition: depression, anxiety, bladder or urinary problems or changes, blurry vision, weight gain, migraines / headaches, nausea, intussusception, vaginal discharge, joints pain/wrists/hip, muscle weakness, legs pain were added. Concomitant disease, historical condition, lab data were added. Event outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("bowel perforation"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("abnormal bleeding (general)") and intussusception ("intussusception") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue, bladder disorder, urinary tract disorder, migraine and headache. Concurrent conditions included obesity, cellulitis, eye swelling, tooth pain, dental abscess, bowel obstruction, vomiting and muscle spasms. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("pain-joint pain/hips/wrists") and muscular weakness ("muscle weakness"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), anxiety ("anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection type urinary tract"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and vision blurred ("blurry vision"). In (B)(6) 2017, the patient experienced fatigue ("debilitating fatigue") and vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced nausea ("nausea") and intussusception (seriousness criterion medically significant). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), dysmenorrhoea ("painful menstruation"), back pain ("back pain/lower back pain"), dyspareunia ("painful sexual intercource"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), salpingectomy (bilateral removal of fallopian tubes)), surgery (total hysterectomy (uterus and cervix removed)) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the intestinal perforation, abdominal distension, fatigue, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, urinary tract infection, anxiety, bladder disorder, urinary tract disorder, headache, intussusception, vaginal discharge, vision blurred, weight increased, arthralgia, muscular weakness and abdominal pain outcome was unknown and the pelvic pain, back pain, migraine, nausea and pain in extremity had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, intestinal perforation, intussusception, menorrhagia, migraine, muscular weakness, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vision blurred and weight increased to be related to essure. The reporter commented: current weight 205 lbs. Discrepancy noted in insertion date- (B)(6) 2012. Previous date was (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2013: essure was in correct place on (B)(6) 2016 computerised tomogram abdomen revealed, small right ovarian cyst measures 2.1 cm. Normal appendix .no acute findings within the abdomen or pelvis (B)(6) 2017 surgical pathology report: diagnosis: uterus, bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: uterus 106 grams. Cervix with mild chronic inflammation. Proliferative endometrium. Focal adenomyosis. A small intramural lelomyoma. Bilateral fallopian tubes with no significant pathologic changes. Negative for malignancy. Hysterosalpingogram ((B)(6) 2013) was performed. Patient had uterine ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, headache, most recent follow-up information incorporated above includes: on (B)(6) 2018: new mr received- new event bowel perforation was added. On (B)(6) 2018: no new information was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating"), fatigue ("debilitating fatigue"), dysmenorrhoea ("painful menstruation"), back pain ("back pain") and dyspareunia ("painful sexual intercource"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, fatigue, dysmenorrhoea, back pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, back pain, dysmenorrhoea, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.